Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and not returned. In addition, the I-blade was broken and slightly lifted and the cable was cut off. Due to the condition of the device no functional test could be performed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: what does ¿part of the jaw broke off inside the patient¿ mean? Did the moveable top jaw break off? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colon procedure, part of the jaw broke off inside the patient. The piece of the jaw was found. It is unknown how it was found. The procedure was completed with an alternate like device with no patient consequences reported.